Manufacturer narrative:
It was reported that the d830 table was allegedly tilting on it's own. A stryker field service technician (sfst) went to the customer site and visually examined the table and performed cycle tests and a full mechanical evaluation. The error log indicates that the user had not regularly charged the table. In section 4.5 of the operator manual, it states that if the red led (2) is continuously lit, the battery is discharged and requires immediate charging. The pump motor is also deactivated. In this case the foot pump and the auxiliary hand pendant must be used until ac power is restored or the batteries become sufficiently charged. The sfst was unable to replicate the complaint of tilting. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that the d830 table was allegedly tilting on it's own. There was no patient involvement, injury or adverse consequence reported.